Event description:
During the eval of a returned spectrum infusion pump, 172 occurrences of "downstream occlusion" alarms were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device. No add'l is available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "upstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The downstream tubing guide and force sensor gasket were replaced.